Event description:
Reporter indicated a vns therapy patient presented with high lead impedance on a system diagnostic test. A surgery to review all systems was done. Both generator and lead were explanted due to lead break visualized very close to the electrode. "The new system implanted is working ok." Good faith attempts to obtain additional information have been unsuccessful to date.